Event description:
Possible implant.

Event description:
Deflated left breast implant and capsule closure on the left abdominal lipodystrophy and diastasis of the rectus. Bilateral replacement with another brand due to hutchison ide status. Initial use of device unknown.